Event description:
52 yo m was scheduled for a upper extremity angiogram with possible stent on subclavian artery on (B)(6) 2024. Stent delivery system was inserted into the patient, stent came off the delivery system. Cath lab team tried to retrieve the stent percutaneously but was not successful. Patient was brought back to the recovery area where an extensive discussion took place with patient and family regarding the adverse event and the plan going forward. The patient was then taken to the main or for surgical extraction of the stent. The patient was required to be admitted overnight and discharged home the next day.